Event description:
Pt fell getting out of bed. Foley catheter snapped in two about 56 inches from the end (tip) of the catheter. Distal portion (with balloon) remained inside pt. Required removal by cystoscopy under anesthesia on 8/29/97. Foley appears to have been inserted on admission on 7/14 (16 french) external portion of catheter discarded by staff. Investigation.